Event description:
Procedure: prostatectomy. According to the reporter: the item was taken out of the box and it was broken. The shaft was separated from the rest of the instrument. This item was not used on the patient. Another surgiwand was opened and used for the operation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).